Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the metal connection below the hinge of the jaw and right before the black shrink wrap of the tissue welder, heated up and burned the vein. The hemopro device was reported functioning properly except the metal part heated up. This occurred at the end of the procedure, so when the vein was harvested, the little end of the vein at the knee, close to the surface was burned. The burned part was cut off and the remaining was used for the coronary artery bypass graft procedure. No pt complication was reported by the hospital. Hemopro power supply setting was 2.5 per IFU recommendations.

Manufacturer narrative:
Investigation results: the vein segment returned from the field had been carefully inspected and no visible burn present. Resistance measurements and tests were conducted on the device and results were within specifications. The results indicated the micro switch functioned properly. The pre cautery test was conducted several times, device performed as expected. To further investigate the reported complaint, a temperature profile test was conducted on the component, which reportedly burned the vein. The maximum temperature recorded at the end of the test cycle was comparable to the reference vh-3000 subjected to the same test protocol. The reported observation was not confirmed. Lhr review was completed and no non-conformance associated with the lot number.